Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. System check could not be performed with tandem technical support as occlusion alarms occurred in the past. Customer changed supplies to address occlusion alarms, but alarms continued. Customer then changed cartridge to address occlusion alarms to resolve the issue. Customer¿s blood glucose level was 402 mg/dl.